Manufacturer narrative:
Device evaluated by MFR: device not returned.

Event description:
The initial reporter stated that they received erroneous results for one patient tested with coaguchek xs meter serial number (B)(4). At 8:00 a.m., a sample from the patient was tested using the meter, resulting with a value of 1.7 inr. At 11:00 a.m., a sample from the patient was tested using the meter, resulting with a value of 2.2 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient is currently in fair condition. The patient's therapeutic range is 2 - 3.0 inr. The patient's testing frequency is every 4 weeks. When collecting the patient's samples, the first drop of blood was wiped away from the fingerstick prior to collecting a sample. The reporter was not sure if the patient's finger had dried thoroughly after preparing the patient's finger with an alcohol pad. The patient does not have anemia or antiphospholipid antibodies such as lupus. The patient did not take heparin or direct thrombin inhibitors. The patient had no changes in medication or diet. The patient had no bleeding or bruising which required medical treatment. Internal meter controls passed. The reporter's product was requested for investigation and replacement product was sent to the reporter. Relevant retention test strips (lot 345221) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter was provided for investigation where it was tested using retention test strips and retention controls. Testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.2 inr, qc 2: 1.2 inr, qc 3: 1.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided that would point to a cause for the result discrepancy.